Event description:
Laser treatment resulted in swelling and hypo/hyperpigmentation on patient's face. Patient also complained of nerve sensitivity around eyes and jaw line.

Manufacturer narrative:
Patient was prescribed medium potency corticosteroid cream for swelling and plans to visit the dermatologist for further post care treatment. The incident took place on (B)(6), 2015, however on (B)(6), 2015 cynosure became aware. No problem found with the laser system.